Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that stimulation is not as strong. Patient said had an appointment last month and the health care professional (hcp) told the patient to contact manufacturer to have them set up an appointment on (B)(6). Patient needs to adjust her stimulation. The reason for adjustment was due to the patient taking a "major spill" when they had a snow storm. Patient fell between her spine and her right hip where the ins is. After the fall the device is working but stimulation is not as strong as it was. Patient is in the process of packing and is not able to locate her patient programmer so that she can adjust stimulation. Patient has not seen a manufacturing representative (rep) for over a year. Hcp wants her to see the rep and have them adjust stimulation. No further patient symptoms or complications were reported in this event.